Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that she was recently taken to the hospital via paramedics. Customer stated that paramedics were called in response to a blood glucose level over 600 mg/dl. Customer reported that the was nauseous and had diarrhea. The customer stated that she was in a state of diabetic ketoacidosis. Blood glucose level at the time of the call was 392 mg/dl, which was treated with a manual injection. The customer declined troubleshooting for the high blood glucose levels. The insulin pump was not replaced or returned for analysis.